Event description:
Received medwatch dated 9/6/96, stating "clip applier used during prostate surgery. Tip was broken during the operative procedure and noted by the scrub assistant. There is no injury to the pt. Piece was never retrieved. Once procedure was over, the applier was accidentally dropped on the floor and the original area with piece broken increased in size. Due to the minute size, this piece could not be found."